Event description:
Additional information received that indicated the patient's right atrial (ra) and right ventricular (rv) leads were capped and replaced. The patient was asymptomatic and stable throughout procedure.

Event description:
Related manufacturer reference number: 2017865-2021-36601. It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) and right ventricular (rv) leads were oversensing noise. No symptoms reported. No intervention was performed. The patient was stable throughout.